Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the retractable l hook experienced a jaw issue, making it difficult or impossible to open. The device was used for a while during the mobilization of the uterus. The device was plugged into a generator model with software version 4.0.4. Another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen ft series energy platformx1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the ligasure lf5637 retractable l hook experienced a jaw issue, making it difficult or impossible to open. The device was being used during the mobilization of the uterus. The device was plugged into a generator model vlft10gen with software version 4.0.4. Another ligasure device was used successfully with the same generator. There was no patient injury.